Event description:
It was reported that during unpackaging of the 2.25x28mm xience xpedition stent delivery system (sds), the shaft separated; thus, the sds was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 2.25x28mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other incidents reported for shaft separations from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.